Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) lot number a36514 inserted in 2011. It was stated that bilateral placement was achieved. On (B)(6)-2013, patient was complaining of headaches and bloating and wanted the essure removed. Physician did not think her symptoms were due to the essure devices however will be removing the devices laparoscopically in the near future. No further information was provided. Follow up (B)(6)-2014: no response from the reporter physician after follow up attempts. No new information was provided. Case closed. Follow-up received on (B)(6)-2014: essure health care provider questionnaire was received. Patient information was updated. Information received states that a (B)(6)-year-old female patient who has no history of previous gynecological interventions, problems or procedures and has anxiety disorder as relevant medical history or concurrent condition; had essure (lot number 77440; expiration date: 30-sep-2013) inserted. Patient was not post-partum at the time of insertion. No sounding or general anesthesia was applied during procedure; however a hydrodilatation with scope as well as local anesthesia with mhc (as reported) was performed. In addition reporter informed that it wasn't she who did the insertion procedure but, according to notes, appears that procedure had been easy as well as the tubal ostium visualization. There was no fluid loss more than 1500 cc during hysteroscopy and, as long as, the insertion was normal reporter assumes that insertion took 20 minutes or less. On (B)(6)-2012, hysterosalpingogram was performed and showed normal placement and tubes closed. Patient used unspecified back-up contraception method after essure insertion and before total occlusion confirmation. According to reporter it is doubtful that patient's headache and bloating are related to essure devices. A laparoscopy surgery to remove devices is planned to be performed on (B)(6)-2014. Follow up information received on (B)(6)-2015: no new information. Follow-up information received on (B)(6)-2015. It was reported that patient had inserts surgically removed and had not been back to the office with any complaints. Case upgraded to incident. The product technical complaint (ptc) investigation and final assessment were received on (B)(6)-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment: the lot number provided 77440 was assessed as invalid by responsible quality unit (rqu). Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch number a36514. No batch signal could be identified. The ae case refers also to the lot number 77440, which is invalid according to the rqu. The batch documentation of the reported valid batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and experienced headaches and bloating. The devices were surgically removed. The reported events were considered serious due to medical importance and are listed according to essure's reference safety information. In this particular case, the physician was not sure if patient's symptoms were related to essure; nevertheless since headaches and abdominal bloating may occur during essure therapy a causal relationship with the suspect insert cannot be excluded. This case, initially regarded as non-incident, was amended to incident due to the required surgical intervention for devices removal reported upon follow-up with reporter. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product.

Manufacturer narrative:
Follow up information received on 15-apr-2015: physician denied further contact. Case considered closed. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced headaches and bloating. The devices were surgically removed. The reported events were considered serious due to medical importance and are listed according to essure's reference safety information. In this particular case, the physician was not sure if patient's symptoms were related to essure; nevertheless since headaches and abdominal bloating may occur during essure therapy a causal relationship with the suspect insert cannot be excluded. This case, initially regarded as non-incident, was amended to incident due to the required surgical intervention for devices removal reported upon follow-up. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.